Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 8fr angio-seal vip device was returned for product evaluation. The carrier tube assembly and hemostasis sheath were returned for evaluation. Visual inspection revealed that the hemostasis sheath was cut in the proximal region and both the parts were returned. The carrier tube assembly was returned in forward lock position with color bands concealed, but the collagen was released and appeared to be tamped. Anchor was not present at the distal end. There was blood like substances all over the carrier tube and collagen as well. Dimensional testing was performed. The outer diameter of the carrier tube was measured to be 0.081'' which was within the manufacturer's specification of 0.080" +/- 0.005. Based on the returned device, it is likely that the device was manipulated after the alleged failure as the collagen appears to be tamped. The functional testing was unable to be completed as the collagen was already tamped and came in contact with blood like substance. Dimensional testing of the carrier tube was within specification. The likely root cause could be not inserting the bypass tube all the way into the sheath hub. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal device was being inserted into the insertion sheath, there was high resistance. The angio-seal device was then withdrawn and successfully removed. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was pseudoaneurysm treatment. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was unknown. There was no health damage to the patient. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.